Event description:
It was reported that when the implant was inserted and the implant holder was removed from it, one of the endplates was disassembled from the implant. It was removed and replaced with another mobi-c implant to complete the procedure without reported patient impacts.

Manufacturer narrative:
Device evaluation: the product could not be evaluated since it was not returned and there were no photos provided. Potential cause: root cause was unable to be determined. This event could possibly be attributed to turning the holder knob the wrong way when removing the holder. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that when the implant was inserted and the implant holder was removed from it, one of the endplates was disassembled from the implant. It was removed and replaced with another mobi-c implant to complete the procedure without reported patient impacts.